Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: in 5-10 minutes of use for grasping could not be done. The screw part of the tip of the device became wobbly. When it was removed, the screw was disengaged. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the patient cavity. No tissue was damaged. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).